Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the entrapment of the clip requiring surgical intervention to remove it. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully on the central part of the valve. A second clip delivery system (cds) was advanced and positioned lateral to the flail however imaging was difficult due to the anatomy. The anterior leaflet was very strong and always pushed the clip to the side and could not be controlled well. Below the valve, the clip hooked onto the posterior papillary muscle and could not be removed. The clip was therefore deployed below the valve and the lock line was fixed to the femoral access at the groin. The patient was sent to surgery for removal of the clip and mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) appears to be related to patient conditions. The image resolution was related to patient and procedural circumstances. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy. The unexpected medical intervention, surgical intervention, removal of foreign body and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.